Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm performing the repair service replaced the video generator board as per the service manual. The stm troubleshot and replaced the helium regulator assembly. Upon further evaluation, the stm observed extensive damage to the back of the console cover and replaced the console cover, then completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during a repair service for a previously reported issue, a getinge service territory manager (stm) observed that the cardiosave intra-aortic balloon pump (iabp) would generated excessive error code #137 messages and experienced a slow helium leak in the console. There was no patient involvement and no adverse event reported.